Manufacturer narrative:
A complete lead was returned in one piece for investigation. Visual inspection revealed cuts to the outer insulation at 20.9cm and 21.2cm from the connector pin at the region of the suture sleeve tie down impression. Electrical tests found an internal short. Further investigation found damaged internal insulation at 21.2cm from the connector pin due to the suture sleeve being tied too tight. The cause of the noise was isolated to the damaged inner insulation consistent with procedural damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for a follow-up in clinic, atrial lead noise was observed. The noise was reproducible in clinic. The physician elected to explant and replace the lead. An insulation breach was noted at the suture tie down. The patient was stable following the procedure.